Manufacturer narrative:
One cadd ms3 pump was returned for analysis. A cartridge was loaded and the device ran for an extended period of time no alerts or messages occurred while running. Based on the evidence, the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump started beeping and showing alert. The pump alerted to check the battery and volume. The reporter stated that the battery was changed 3 days ago and pump still had sufficient amount of medication volume. No adverse effects reported.